Event description:
The complainant stated that all of the motors are locked out. He has replaced both caregiver circuit boards, the logic, and power supply circuit boards, but the logic board is showing a heartbeat failure and a service required status of 8. Upon further inspection of the bed he found the left coiled cable was severed exposition bare wiring.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.